Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 7 days following the implant of the valve, an echocardiogram was performed that revealed severe tricuspid regurgitation. 30 days following the implant of the valve, the tricuspid regurgitation reduced to moderate. Approximately 1 year and 10 months following the implant of this transcatheter bioprosthetic valve, the patient was hospitalized due to worsening congestive heart failure (chf). During hospitalization, the patient's medication treatment was reviewed. Per the physician, the valve and the valve implant procedure did not cause or contribute to the worsening heart failure.